Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the customer experienced an elevated blood glucose level of "high," exact value was not provided. Customer declined to troubleshoot with tandem technical support.